Manufacturer narrative:
(B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. The tip was bent proximal to the shaft. Microscopic observation of the broken tip found there was a longitudinal scratch on the tip surface which was likely caused by a sharp and edgy object. The broken end of the tip showed stretching of the tip polymer and circumferential cracks. These finding indicated that tensile stress had caused tip separation. Measurement of the remaining tip suggested approximately 2mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being trapped by stent struts. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). Do not insert or withdraw this microcatheter into or through stent struts. Malfunctions and adverse effects: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat the left coronary artery. Kissing stent was performed at the left main and the left anterior descending artery through left circumflex artery (lcx). The guide wire placed in the lcx was once removed and advanced again to re-cross the lesion; however, it failed. The caravel microcatheter was used to support wire delivery and advanced distally when resistance was met with the stent struts. The guide wire was able to go distally; however, the tip of the caravel became detached and remained in the distal lcx. The physician determined to leave the tip in situ as it was difficult to retrieve it and adverse patient would be less likely caused. The patient was fine without problem after the procedure.